Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 the sales consultant reported that tfna and nail did not get released from insertion handle. The radiolucent handle 03.037.012, connecting screw 03.037.010 and nail 11/380 03.037.158. They needed to remove the nail and complete the procedure with entirely different case. The dr. Had to remove the helical blade and nail and reload a different nail. There was surgical delay of approximately 20 minutes. The procedure was successfully completed. No fragments were generated. The patient was not harmed. This report is for one (1) complete radiolucent insertion handle this is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the complete radiolucent insertion handle was received in assembled condition with the mating devices (11/130 deg ti cann tfna 380/right - sile and cannulated connecting screw). A dimensional inspection for the complete radiolucent insertion handle was not performed due to the devices were received assembled with the nail and screw. A functional test was performed to disassemble the handle, the screw and the nail with the screwdriver, w/ t-handle, part number 03.043.027 and the devices could not be disassembled, since they were jammed. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the complete radiolucent insertion handle would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: device history record (DHR) review conducted: part# 03.037.012 lot # 9371107 manufacturing site: werk hägendorf release to warehouse date: 31 mar 2015 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2023 during a trochanteric fixation nail-advanced (tfna) procedure, the nail could not be released from insertion handle. Surgeon had to remove the helical blade and nail and reload a different nail. There was surgical delay of approximately twenty (20) minutes. The procedure was successfully completed. No fragments were generated. The patient was not harmed. This report is for one (1) complete radiolucent insertion handle. This is report 1 of 3 for complaint (B)(4).